Event description:
The customer reported that originally the unit had a back alarm failure error code (ec 1104). The customer reported that the unit was not in use on patient. The customer contacted product support (ps) and reported that he replaced the cpu board and could not duplicate the 1104 error code. The customer reinstalled the original cpu board and still could not duplicate the 1104 error code. The customer calling to see if it would be okay to leave the original cpu board in the unit. Ps advised customer that it would be recommended to use the new cpu board and to not use the cpu board that was in the unit when (ec 1104) occurred. The customer replaced the cpu board.